Event description:
Additional information was received which indicated this rv lead was surgically abandoned. A fluoroscopy was performed, however, no lead damage was visible. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedances which became out of range. The impedances rose from 60 ohms to 125 ohms. Additional information was received which indicated the suspected cause of the observation is a failing lead. However, that has not been confirmed. At this time, the rv lead remains in service. The rv lead may be replaced in the future, however, the physician has not done so at this time. No adverse patient effects were reported.